Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical physician and completion of plant's investigation.

Event description:
A peritoneal dialysis (pd) patient reported that his cycler powered off in the middle of his treatment, when cycler was powered back on, the option to resume treatment was grayed out. Patient was not able to resume treatment. The patient's pdrn confirmed patient was admitted on (B)(6) 2014 through ER service due to groin pain. During his admission in the ER on (B)(6) 2014, he reported that he had 1.5 to 2 weeks of penile and scrotal lesion with associated swelling, now spreading to his upper thigh. During his admission, it was confirmed that his fluid was clear, his exchange was successful, and his swelling was coming down while in the hospital. Patient expired on (B)(6) 2014. The patient's pdrn also reported that while in the hospital, patient was not using the cycler for his pd treatment. He was on capd- stay safe peritoneal dialysis system for his treatment. Patient was not connected to a cycler at the time of his death.